Manufacturer narrative:
Date sent to FDA: 10/09/2020. H6 patient codes: 2191, 2069, 1930. Additional b5 narrative: it was reported that the patient experienced recurrent hernia, abscess, nausea, chills, seroma, infection following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery with extensive adhesiolysis on (B)(6) 2017 during which the surgeon noted the mesh was causing acute inflammation and was bulging causing the appearance of a recurrence. It was reported that the patient experienced severe pain, acute inflammation, dense adhesions, bulging, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.